Event description:
The end user states that when the bed was put together, (B)(6) did not unwrap from the bed. The end user states he complained that the cord was too short. Finally they came out. The end user states they unwrapped the pendant, but now it appears they left the cord where it will get smashed every time the bed goes down. Now the bed will not work at all. Today the end user had to call the fire department to get him out of bed. The end user also states that the anywhere on the bed rails that he touches, he will receive a shock. He states you can feel a mild vibration if you put your hand on the rail.